Manufacturer narrative:
Concomitant medical products: 694765 defib lead, implanted on (B)(6) 2010. 459888 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing of p waves during atrial flutter. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.